Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 80-130mg/dl fasting. Verified the strips expire 05/22/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 230mg/dl and 228mg/dl fasting. Reviewed meter memory:(B)(6) - adverse event not reported.

Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 80-130mg/dl fasting. Verified the strips expire 05/22/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 230mg/dl and 228 mg/dl fasting. Review meter memory: 249mg/dl (B)(6) 2015 01:11:00 pm fasting yes; 248mg/dl (B)(6) 2015 01:10:00 pm fasting: yes; 221 mg/dl (B)(6) 2015 01:06:00 am fasting: yes; 207mg/dl (B)(6) 2015 02:23:00 am fasting: yes; 206mg/dl (B)(6) 2015 02:22:00 am fasting: yes. Customer's concern: 248mg/dl (B)(6) 2015 01:10:00 pm fasting: yes - adverse event not reported.